Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 1 unable to recover, user rebooted the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that a tower door 1 was intermittently failing. A field service engineer (fse) opened tower column and cleaned and greased the latches. The system functioned as intended after the field service engineer repaired the device.